Event description:
The dr had difficulty removing the iab from the tray. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: none from the event - reported 8/26/98.) (Pt's current status: unk - reported 8/26/98.)